Event description:
Two falsely elevated troponin (tnih) patient sample test results were obtained on two patient samples from an atellica im 1600 analyzer. The initial test results were released to the physician(s). For sample ID (B)(6) the same sample was repeated on the same analyzer and an alternate analyzer. The repeat test results were released to the physician(s) as the correct result. For sample ID 11741757 the same sample was repeated on the same analyzer and the repeat test result was released to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report that two falsely elevated troponin (tnih) patient sample test results were obtained on two patient samples from an atellica im 1600 analyzer. Siemens reviewed the available information and found a luminometer error was generated by the analyzer. Siemens is investigating.

Manufacturer narrative:
The initial MDR 2432235-2022-00099 was filed on 08-apr-2022. Supplemental MDR 2432235-2022-00099_s1 was filed on 02-may-2022. Corrected information (02-may-2022): deleting, "siemens evaluated the available information and did not identify the cause of the luminometer error" from the previous report MDR 2432235-2022-00099_s1.

Manufacturer narrative:
The initial MDR 2432235-2022-00099 was filed on 08-apr-2022. Additional information (13-apr-2022): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse ran an acid/base dispense test and a wash 1 dispense test with acceptable results. The cse adjusted the vacuum pressure and aligned the sample probe. Siemens evaluated the available information and did not identify the cause of the luminometer error. The cause of the falsely elevated troponin (tnih) test results is unknown. Pre-analytical variables or sample specific issues are potentially contributing factors. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 - adverse event problem codes were updated.